Event description:
I had a medtronic ICD installed in 2005. Unfortunately, I was the recipient of a 7297 model with the defective sprint leads. I was never advised by the ep dr. That installed the unit, that there was a potential problem with these leads, and it wasn't until I received a letter from medtronic that I learned that there was a potential problem. I have written several letters to medtronic and have not received a response. Apparently, they don't seem to care about the patient. I question the necessity of the implant in the first place, as I have never been shocked and I certainly wasn't advised of any potential problems with the unit at the time of implant.